Event description:
It was reported that during intraop repositioning of the femoral component in a total hip procedure, the thread in the extractor broke inside the implant. Another extractor was obtained, and the threaded stop on the back of the slap hammer broke off, causing the slap plate to hit the wall. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: universal inserter/extractor item: 31-473601, lot: unknown. Visual examination of the provided picture identified the handle as fractured. No information was provided for the thread in the extractor broken inside the implant. Devices not returned, further analysis cannot be made. Lot identification is necessary for review of device history records; lot identification was not provided. Review of complaint history identified additional similar complaints for the reported items. However, as the lot numbers are unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.